Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's internal battery and active exhalation valve was observed during testing. The device's internal battery and aecm were replaced to address the issue.